Event description:
I am a resident in a (B)(6) living center. The air mattress circulated to the areas of least resistance causing sharp edges of the air pockets to ¿elevate¿ and press on the scrotal and anal areas, causing severe pain. On numerous occasions, when the bed computer failed to function properly, the air mattress would simply collapse leaving me on the hard metal frame, causing severe lumbar pain. On other occasions, the air mattress would inflate so much that my knees would be trapped under the overbed table, and the mattress would push my knees against the overbed table trying to lift it causing severe knee pain. My left knee was x-rayed and showed no fracture, but the pain was intense. I required ice packs and a topical analgesic cream for some relief. These events caused me severe new and additional pain that I had not previously experience due to my on-going disabilities.